Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump would drain batteries very quickly; the caller mentioned that they had inserted a battery last night and by the morning the insulin pump was completely dead. The patient's blood glucose at the time of incident is unknown; however, the caller stated that the patient's blood glucose had been high. The caller also mentioned power error alarms, but the patient ignored them. The customer was already using their medically prescribed back-up plan. The insulin pump will be returned for analysis.